Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, unexpected error test, occlusion test, prime test, excessive no delivery test and displacement test due to alarm. The insulin pump passed idle current test and run current test. Unable to verify alarm due to a35 alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was around 200 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was exposed to MRI machine. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.